Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a perforation of the left ventricle. The perforation was surgically repaired and volume was administered. The patient also experienced atrial fibrillation that self resolved. The pump generated impella in aorta alarms. In response, the pump was repositioned and albumin was given. Additionally, the patient was given antibiotics due to positive sputum culture results. Later, care was withdrawn and the patient expired.